Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at implant no sensing, low pacing impedance and no capture were observed. The lead was disconnected from the device and tested with the analyzer showing similar measurements. The sutures on lead anchor sleeve were then removed, and lead was retested with analyzer revealing normal values. Lead was inspected and physician found insulation damage at the proximal part of the lead were the sleeve was attached. Medical adhesive was used to repair the area and measurements were normal after connecting to the device. Lead remained implanted. The procedure was well tolerated and the patient is doing well.